Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer troubleshoots the device tried to calibrate the air inlet pressure sensor and the ventilator start giving vent inop (ventilator inoperable) alarm. The customer replaced the air inlet pcb (printed circuit board) with new one from their stock and calibrated the device the unit worked well. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator air inlet pressure reading was not showing the correct measurement. The customer confirmed that there was no patient involvement associated with the reported event.